Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract after the device was activated during use. Lot#'s 9253648 and 9256985 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from portuguese to english: "it is not retracting the needle after the device is activated."

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation, but bd was provided with a photo of the defect for evaluation. Our quality engineer reviewed the provided photo and determined that there was an activation failure. Based off the provided photo the engineer was able to verify the reported issue. However, without a physical sample available for investigation a definitive root cause could not be determined but the issue could have been caused by a lie distance issue. The manufacturing facility has been notified of this incident and the findings. CAPA 1361677 was created to address this potential issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9253648, medical device expiration date: 2022-08-31, device manufacture date: 2019-09-18, medical device lot #: 9256985, medical device expiration date: 2022-08-31, device manufacture date: 2019-10-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract after the device was activated during use. Lot#'s 9253648 and 9256985 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from (B)(6) to english: "it is not retracting the needle after the device is activated."